Event description:
It was reported that catheter froze on wire. A 2.25x20mm promus element plus stent was advanced to treat the target lesion. However, it was noted that the stent was stuck on an unspecified guide wire. Both devices were removed and the procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).